Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('I saw it as a new beginning. That was 5 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.